Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with an implantable cardioverter defibrillator was seen in emergency room with a pocket infection. Cause of the infection was unknown. Device was explanted and was not replaced. Patient condition was stable.